Event description:
Hold kv 9/20/22 (B)(6) 2021 21:49:15 pst ice batch user (batch_ice) phone: (B)(6), complaint: (B)(4), complaint status: completed mdt, initial contact: (B)(6), taken by: (B)(6), created by: (B)(6)- (B)(6) 2021, order delivery: 8990436996, current bg: 113 mg/dl pump 670g, material no.: mmt-1781k, s/n.: (B)(4), warranty: 11/03/2020 to 11/02/2024, inquired what led up to the complaint. Customer response: the patient call to report that his pump was cracked, and does not recognize the battery that she inserted on her pump bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: cracked. 2. Damage occurred: does not know. 3. Location of the damage is: back of pump. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: I created the po and order delivery to review the replacement of the 670g pump. Ship: 1. Mmt-1781k/return: 1. Mmt-1781k, country: (B)(6), medellin zip: (B)(6), input date: (B)(6) 2021, warranty start: 11/03/2020, warranty end: 11/02/2024, batch - ng2270580h.

Manufacturer narrative:
(B)(4) s/w version: 4.11j. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery tube case found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, scratched lcd window, cracked case, cracked battery tube threads, cracked keypad overlay, cracked battery tube case, pillowing keypad overlay. Cosmetic damage was confirmed at the battery tube case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.